Manufacturer narrative:
The getinge field service engineer (fse) that was dispatched to evaluate the iabp and was able to reproduce the reported issue as reported in the initial emdr, reported that the display controller board was replaced to fix the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8 h2, h6 (type of investigation), (investigation findings). (Investigation conclusion), h10, h11. Corrected fields: d1, g1, h4.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. Additional information has been requested.

Event description:
It was reported that during a routine inspection the cs300 intra-aortic balloon pump (iabp) had a blue screen. There was no patient involvement, and no adverse event reported.